Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-01737. Additional information revealed the patent was also unable to increase the amplitude using the scs system. Diagnostic testing revealed high impedance values on multiple lead contacts.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-01737. It was reported the patient is not receiving effective stimulation. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-01737. Follow-up information revealed the patient underwent surgical intervention wherein the leads were explanted and replaced. Reportedly, effective stimulation resumed post-operative and the issue is resolved.